Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a sample barcode was misread by the architect i2000sr sid (B)(6) generated by the lis was recognized as sid 1 by the analyzer which overrode the previous results for sid 1. No impact to patient management was reported.

Event description:
The customer reported a sample barcode was misread by the architect i2000sr sid (B)(6) generated by the lis was recognized as sid 1 by the analyzer which overrode the previous results for sid 1. No impact to patient management was reported.

Manufacturer narrative:
The customer repeated the sample as a single patient run, the sample barcode reader read the tube correctly. The barcode reader sid (rohs) - i2000sr/c8000/c16000 (part number 7-35009170-01) was cleaned by the customer with service assistance and deemed the likely cause. Pictures depicting the observed sample barcoded tube were provided and show that the label is slightly angled with printed characters directly beneath the barcode as well as white areas in the black bars, indicating label quality was not optimal. Additionally, issues with the lab¿s lis system could not be ruled out. The service history of the (B)(6) verifies no subsequent incorrectly reading sample barcode issues have been reported since the current issue was identified. The product labeling review found architect system operations manual adequately address operational precautions and limitations and barcode label requirements. A review of complaints and trending data for the architect i2000sr processing module did not identify any similar issues as described in this complaint. Additionally, review of complaints and trending data associated with the barcode reader did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no product deficiency was identified for the architect i2000sr processing module, serial number (B)(6) or barcode reader.